Event description:
Procedure type: lap hysteroscopy dnc. According to the reporter: used product for primary port. Insufflated as normal then used v2. In the evening, the patient was in pain, patient transferred to the hospital and investigated. The small bowel had been bruised (slightly discolored) by the port. Stayed in hospital for five days rather than three, medication aid the healing. Patient status now fine.